Event description:
In 2003, the pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator contacted the MFR reporting the pt was in the hosp with a regurgitant inflow valve and pump failure. As a result, the pt had been switched to penumatic actuation of the device using a stroke volume limiter and drive console. Up to that evening, the driver console had required venting every 4 hours. Later that evening the pt required venting every 30 minutes with a noticeable effect on patient's svo2. The MFR suggested changing the driver console out. The vad coordinator reported that the bio-medical engineer had taken the drive console out for service, for a possible air leak. The bio-medical engineer then called the MFR's technical service department to help troubleshoot the problem they were having with the console, and ordered replacement diaphragms. In 2004, the diaphragm was replaced, and all testing was completed and passed. The suspected diaphragm had been discarded at the hosp. The pt remains on lvad support while awaitng a heart transplant.